Event description:
It was reported that a healthcare professional contacted technical support regarding a patient with an overdischarged activa rc implantable neurostimulator. When attempting to recharge, a ¿power on reset¿ (por) message was displayed. The healthcare professional was guided to perform a physician recharge mode (prm) procedure, which was attempted three times and was unsuccessful. After each attempt, the implantable neurostimulator was reset and an amber light with two tones occurred, indicating an error. The new recharger could not connect to the handset, so the error code could not be viewed. Recharge could be started using the old recharger, and the physician planned to continue recharging for some time to determine whether it was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.